Event description:
It was reported that the patient's implantable cardioverter defibrillator incorrectly interpreted an atrial arrhythmia as a ventricular tachycardia and delivered inappropriate shocks. The patient experienced dizziness and fatigue. No device intervention was performed. The patient was stable.